Event description:
It was reported that the loop recorder was detecting multiple asystole episodes showing undersensing of pvc's causing a pause to be detected meeting the 1.5 second asystole detection program. The recorder remains in use. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.